Event description:
It was reported that when the crew attempted to use the autopulse platform on a patient, a "system error, out of service, revert to manual CPR" message was displayed. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed which found that the top cover was cracked and one of the head restraint wires was on the verge of breaking. The front, bottom enclosures and battery lock were all observed to be damaged. During functional testing the platform displayed a "system error, out of service, revert to manual CPR" message upon power up. Thus, the customer's reported complaint was confirmed. It was determined that the processor board was defective. After the processor pca was replaced, the platform then displayed a user advisory (ua) 27 (encoder fault (>3000 rpm)) fault at the first compression while the platform was in use with a large resuscitation test fixture (lrtf). It was determined that the integrated encoder gearbox was defective and thereby replaced. A review of the archive was performed and found no errors or anomalies were observed on the reported event date of (B)(6) 2015. Based on the investigation the processor pca was replaced to remedy the customer's reported complaint. The top cover, front enclosure, bottom enclosure, integrated encoder gearbox, and battery lock were also replaced. In summary the customer's reported complaint was confirmed through initial functional testing as the platform exhibited a "system error" upon power up, which is attributed to the defective processor pca. Following service, the platform passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.